Event description:
The doctor claims that two grafts were implanted for a femoral-popliteal bypass procedure. One of the grafts "oozed" blood more than the other (quantity of leakage unattainable). Both grafts were left in the patient. There was no injury to the patient.